Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance. The lead was suspect of a fracture. The pace/sense portion of the lead was capped and a new lead was implanted. The high voltage coils remains in use. No patient complications have been reported as a result of this event.